Manufacturer narrative:
Both levels of accutni qc were within the customer's established ranges prior to and after the event. A customer technical support (cts) offered service at the time of the call, but the customer declined the offer and decided to have the on-site bio-medical engineer service the instrument. A definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated, above the ami cut-off, troponin (accu tni) result generated by the access 2 immunoassay system for one patient. Upon repeat testing on a different instrument, an accutni result was in a different clinical category and was reported out of the lab. The elevated result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.